Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 492 tubes and 70 tubes with foreign matter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 492 tubes and 70 tubes with foreign matter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation from catalog 367960, lot number 4257322. The photos depict a tube with air bubbles in the gel barrier. Additionally, a black particle was observed in the tube. The exact cause for the customer¿s failure modes could not be determined. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4257322, for the indicated failure modes: foreign matter - non-biological and gel airbubbles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.